Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on: apr 15, 2021 section h3: device returned to manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned and cosmetic issues were observed mostly related to dried viscoelastic. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints have been received for this production order. Conclusion: based on the manufacturing records review, returned product and historical complaint review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Zipcode: (B)(6). If implanted, give date: unknown, information not provided. Zipcode (B)(6). Telephone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's eye due to poor vision and replaced with another lens of different model and diopter. No other information is available.